Event description:
I received a cochlear implant from cochlear corp on (B)(6) 2017 (nuclear hybrid n6). This device combines electronic stimulation through the implant with acoustic stimulation through a receiver in the ear. After using the device for about 6 weeks I thought my hearing started to deteriorate, and I feared it was my residual hearing declining. It was only when I started to experiment with swapping the receiver from my left implant with the one on the right that became apparent that the right receiver was not working properly. My audiologist contacted cochlear and the receiver was replaced. It did not take long before I noticed a decline in the performance of the new receiver, and it was replaced too. That cycle repeated itself with four (4) different receivers (I have it all documented in email communication). My audiologist and I finally convinced a cochlear rep that there was a serious problem with their product, and the two defect receivers I had at that time were tested onsite at the (B)(6) ear and eye infirmary ((B)(6)). They were both found to be defect, and to different degrees (in terms of how much amplification they provided). As you will agree, it is highly to randomly draw four defect devices from a population unless the incidence of defects in that population is very high. So the four defect receivers signaled a major problem in the mfg of the receivers. Exactly how many devices are affected, is impossible for me to know, of course, but at least the ones in the batches that mine came from are all affected. I believe this should have led to a recall. Even if there have been few complaints (I do not know), the reason could simply be that users with the defect devices are unaware of the problem. You must be confident that it is the cochlear implant and not your own hearing that is at fault, and most users do not have that kind of self-assurance. The problem is confounded by the fact that the receivers work, but only at diminished (and diminishing) levels. The rep from cochlear assured me that the FDA would be notified and all the proper steps taken. Yet, when I asked cochlear for an update on december 18 I was only told that "we are looking into it in more detail". I was shocked. This device should have been recalled a long time ago. I hope the FDA will make cochlear do the only right thing and recall the receiver for the entire production runs that might have been affected. Many cochlear pts are adversely affected every single day by cochlear's foot-dragging. Thank you. (B)(6).